Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with an air detected set alarm, which was noted to have 5 occurrences, and may constitute a false air in line alarm. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. The cause of these air detected sets is unknown and no repairs were made to correct the reported condition. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). If any additional information is received, a follow up MDR will be sent.